Manufacturer narrative:
A reboot resolved the issue, and monitoring was advised for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was not possible due to the generator losing connection to the host pc on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.